Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a crack on the flange of the stress member. The initial evaluation confirmed the reported problem. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation of an lv 10 infusor, it was found that the flange of the stress member was cracked. There was no patient involvement. No additional information is available. This is report 7 of 10.